Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had error e103 (ignition error). The issue occurred upon during a diagnostic colonoscopy procedure which was completed successfully. There were no reports of patient harm..

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a bad ignitor and a dirty power switch. A root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction was traced to a component failure. The most probable cause for the dirty power switch could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.